Manufacturer narrative:
Thermogard xp ivtm system (sn:(B)(4)) was serviced at the customer site on 08/01/2017. The customer reported complaint for the thermogard displaying error message tcmid: 06 (ce psot failure) was confirmed during archive review and initial functional testing. The cable harness was exchanged to remedy the fault. A review of the event log was performed and error message tcmid: 06 was observed. During functional testing, fault cable connection was noted. An additional repair and updates were done (unrelated to the reported complaint) as part of routine maintenance. Air filter, and the microcontroller assembly were replaced. The unit passed the performance testing and all final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
As reported during patient use, the thermogard ivtm system (sn:(B)(4)) was displaying error message tcmid: 06 (ce post failure). Another system was used to continue treatment. No patient consequences reported.